Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: bp1a.250405.007.b1, smartphone hardware: pixel 7 pro, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the controller app was not working causing the patient to call the paramedics. The paramedics arrived on the scene and administered an IV (intravenous). It was unknown when the patient was released from the paramedics care or any symptoms they experienced due to the issue. The event was reported over insulet's web chat forum and no further information was provided. A follow-up call was made for more information on the event but the patient did not want to provide any more details.